Event description:
The operating md communicated the following case details to the company on (B)(4) 2012: "(B)(6) 2012 stj 1580 (8/2/02) 14f glidelight, 10f byrd dilator, 16f glidelight, and cook liberator used to extract sjm 1580 riata dual coil ICD (B)(6) male; (B)(6), chf, ef = 20%, (B)(6). No prior CABG/valve. Icm. Ef 20%. Lead malfunction. Svc/ra tear. Pericardiocentesis yielded ~150ml. The patient was transferred to the o.r. And a sternotomy performed but unfortunately the patient expired in o.r."